Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a femoral dissection was noted and treated surgically. It is unknown if the dissection was caused by the delivery catheter system (dcs) or one of the 3 non-medtronic closure devices used. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.